Manufacturer narrative:
A saber rx pta (3mm x 30cm155cm) balloon catheter was delivered. However, it ruptured at 6atm (six atmospheres) pressure. There was no reported patient injury. Therefore, it was replaced with a non-cordis balloon and the procedure was completed. The lesion was the superficial femoral artery and it is a chronic total occlusion (cto) lesion. The lesion was calcified. The device stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. The same indeflator was used successfully with other devices. The balloon did maintain pressure during inflation. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was no torqued against resistance. The catheter was no re-shaped by the user. Initially, a guidewire crossed the lesion. Then, a saber rx pta balloon catheter was deliver. However, it ruptured at 6atm. Therefore, it was replaced with a non-cordis balloon and the procedure was completed. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17655849 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification and a chronic total occlusion may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx pta (3mm30cm155) balloon catheter was deliver. However, it ruptured at 6 atmospheres pressure (atm). There was no reported patient injury. Therefore, it was replaced with a non-cordis balloon and the procedure was completed. The lesion was the superficial femoral artery and it is a total chronic occlusion lesion (cto). The lesion is calcified. The device stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. The same indeflator was used successfully with other devices. The balloon did maintain pressure during inflation. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was no torqued against resistance. The catheter was no re-shaped by the user. Initially, a guidewire crossed the lesion. Then, a saber rx pta balloon catheter was deliver. However, it ruptured at 6 atmospheres pressure (atm). Therefore, it was replaced with a non-cordis balloon and the procedure was completed. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The device will not be returned for analysis due to the patient¿s infectious disease.